Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to manufacturer that the patients vns device revealed high lead impedance from a system diagnostic test at a routine follow up visit. Additionally, the patient reports not sensing normal or magnet stimulation, and there has been an increase in seizure activity, below pre-vns baseline. Follow up with the treating physician revealed that there is no believed cause of the high lead impedance, and the cause of the increase in seizures is likely due to the loss of therapy resulting from the high lead impedance. X-rays were not taken to assess the continuity of the system. Surgery is planned to replace the lead and the generator, but has not been scheduled.